Event description:
It was reported that balloon rupture occurred. A 4.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 18 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. No patient injury was reported, and the patient was in good condition post procedure.

Manufacturer narrative:
E1:(B)(6) hospital.